Manufacturer narrative:
Should the explanted portion of the lead be returned, analysis will be performed and this event will be updated.

Event description:
Boston scientific received information the patient with this pacemaker and leads has been receiving treatment for septicemia and endocarditis suspected from a lower leg cut infection. An echocardiogram revealed vegetative growth on the heart valves and leads. Removal of this pacing system was recommended and will be performed in the near future. Device function was normal.

Manufacturer narrative:
When the removal procedure has been performed or should additional information become available, this event will be updated.

Event description:
Additional information was received: the patient with this lead was transferred to another hospital. A revision procedure was performed. Reportedly, during this leads removal, the distal tip of this lead fractured and remains implanted. No adverse effects were reported. .